Event description:
Prior to incision, the scrub technician inspected the hand piece and noticed the exposed wires at the end of the hand piece housing. It was starting to pull away. There was no patient contact or injury. Another hand piece was used instead.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.